Event description:
During a literature search, atricure determined a patient experienced an adverse event prior to 2017 which may have been caused or contributed to by the csk-6130 cannula. Published in "the journal of emergency medicine", literature reports a patient was referred to etc for evaluation of complaints of epigastric discomfort accompanied by nausea and vomiting. Five days prior, the patient underwent the convergent procedure for af via transdiaphragmatic approach. CT demonstrated diaphragmatic hernia with loops of thickened small bowel within the pericardium and a small pericardial effusion. The patient underwent exploratory laparotomy and repair of the diaphragmatic hernia, during which it was noted that small bowel had self reduced. The diaphragmatic defect was closed with synthetic mesh. The patient was discharged on pod 2 without complications. There was no reported device malfunction and the adverse event was the result of a procedural complication. Sub-xiphoid access is the preferred approach for the convergent procedure. Source: farcy da, lapietra a, abo bn, dalley m. Pericardial herniation of small bowel post minimally invasive hybrid maze of atrial fibrillation. J emerg med. 2017 sep;53(3):e33-e36. Doi: 10.1016/j.jemermed.2017.03.049. Epub 2017 jul 27. Pmid: 28756933.

Manufacturer narrative:
Case (B)(4) - the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.